Manufacturer narrative:
(B)(4). Manufacture date march 5, 2013 - march 6, 2013. (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked from the fill port during infusion. The unit was filled with lidocaine. There was patient involvement but no injury or medical intervention was reported. Additional information was requested and is not available.